Event description:
Literature: askermans l, duits a, van der linden c, et al. Double-blind clinical trial of thalamic stimulation in pts with tourette syndrome. Brain. Mar 2011;134(pt3):832-844. Doi: (B)(6). Summary: the authors used deep brain stimulation of the thalamus as a therapeutic option in pts with tourette syndrome who are refractory to pharmacological and physiotherapeutic treatment. Pts were invited to take part in a double-blind randomized cross-over trial assessing the efficacy and safety of stimulation of the centromedian nucleus - substantia periventricularis - nucleus ventro-oralis internus crosspoint in the thalamus from (B)(6) 2005 to 2009. After surgery, the pts were randomly assigned to 3 months stimulation followed by 3 months off stimulation (group a) or vice versa (group b). The cross-over period was followed by 6 months on stimulation. Assessements were performed prior to surgery and at 3, 6 months and 1 year after surgery. All pts experienced subjective gaze disturbances and reduction of energy levels; there were no reports of any sexual problems. Reportable event: the authors reported on a pt (pt 7) who was a (B)(6) institutionalized female with very serious self-injurious behavior and life threatening tics. Postoperatively, this pt developed neurological symptoms including hypertonia, mutism and repeated fainting, which needed extensive diagnostic eval and multidisciplinary treatment. Given this complex postoperative outcome, she could not be randomized within the period of f/u and therefore was considered as lost to f/u. See attached literature article with MFR report # 3007566237-2011-07436.

Manufacturer narrative:
(B)(4).